Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the physical device inspection performed by olympus the error e433 could be confirmed. The generator board was named as defective component. The e433 error message can therefore only be triggered during startup of the device. From a technical point of view, it is not possible that the error message e433 occurs during operation. However, the possible cause for the error message occurs during operation. The error message e433 occurs, if the effective value of the output signal, which has been set for test purposes, falls below the specified limit of 130v during startup of the device, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error persists, unlimited permanent restarts may be the consequence. The device is then no longer usable. Olympus will continue to monitor field performance for this device

Event description:
It was reported, the electrical generator displayed an error: e433. The issue occurred during preparation for the transurethral resection in saline (turis) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.